Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient went to emergency room and eventually got hospitalized on (B)(6) 2024. The glucose level was 500mg/dl and the patient was treated with intravenous(IV) drip. . No further information available.